Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a terrible problem with the ins becoming loose from the pocket which was painful to sit on. The patient confirmed the ins was not exiting the skin, but was right where they sit. They spoke to the manufacturing representative (rep) and planned to follow up with a new managing physician to address the issues and have an upcoming appointment scheduled. The patient also mentioned they lost their programmer. It was recommended that the patient focus on next steps with managing physician to determine if the ins will be removed or replaced as this will determine if replacement programmer is needed.